Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "continuous upstream occlusion alarm" was not reproduced. Evaluation performed the flow rate accuracy test with the passing results. A review of the event history log revealed "upstream occlusion alarm is set" and "upstream occlusion alarm is cleared" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. However, the upstream occlusion sensor calibration and full release testing will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a continuous upstream occlusion alarm. This occurred during an unspecified process step.there was no patient involvement. No additional information is available.